Manufacturer narrative:
One device was received for evaluation. Functional testing and review of the event history log found the device was keeping time as expected. The device was charged for three days, and the device was functioning as intended. Visual inspection found the downstream occlusion (dso) seal to be cracked. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a defective internal clock battery. 10.6h. The customer requested to replace internal clock battery as it does not keep time and date current. The event occurred during testing. There was no patient involvement. The device evaluation found a cracked downstream occlusion seal.